Event description:
It was reported that the patient experienced hemoptysis and shortness of breath. A v-18 control wire guidewire was used with wireless heart failure monitor. Prior to calibration of the heart monitor, the patient coughed once and hemoptysis was noted. The patient experienced shortness of breath was intubated and transferred to the intensive care unit. Pleurodesis was also attempted in relation to the event. Three days post-procedure, the patient was in stable condition but remained in the hospital with intubation.